Event description:
It was reported that the pump showed cassette detect error. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: product received date 10/24/2024. H3: one device was returned for analysis. Visual inspection found fluid ingression. Review of the event history log (ehl) showed an upstream occlusion alarm. Functional and visual tests were performed and the reported issue was duplicated. The cause of the reported issue was due to the main board. As a result, the downstream and upstream occlusion sensors and main board were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.